Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (ess205) (batch no. 625643) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: recurrent no epileptic seizures. Concurrent conditions included asthma, bipolar disorder, hiatal hernia, hypothyroidism, depression, anal pap smear and vaginal itching. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: findings: marina iud in place with a normal appearing endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (ess205) (batch no. 625643) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: recurrent no epileptic seizures. Concurrent conditions included asthma, bipolar disorder, hiatal hernia, hypothyroidism, depression, anal pap smear and vaginal itching. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: findings: marina iud in place with a normal appearing endometrial cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr received , reporter information ,lab data, patient demographic information,essure indication and lot number ,start stop date and events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping)and vaginal discharge were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition') and pelvic pain ('pain') in a 31-year-old female patient who had essure (ess205) (batch no. 625643) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: recurrent no epileptic seizures. Findings: marina iud in place with a normal appearing endometrial cavity. Concurrent conditions included asthma, bipolar disorder, hiatal hernia, hypothyroidism, depression, anal pap smear and vaginal itching. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge.") And abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: malposition. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received. Event : abdominal pain, malposition added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure implant). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.